Event description:
It was reported that this right ventricular lead exhibited high within range pacing impedance measurements. A system replacement procedure is being scheduled for the near future. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).